Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed due to the sate of the returned sample. Iol returned adhered to the lens case with an adhesive tape. The lens cannot be removed from the adhesive tape. No obvious damage can be observed to the iol. A further evaluation cannot be conducted due to the condition of the returned sample. No root cause identified as the reported complaint could not be confirmed. The iol could not be removed from the adhesive tape for evaluation. No damage could be seen to the lens in the current state. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that a lens was damaged.additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).